Event description:
During the procedure the corewire of this device broke. It was necessary to remove and replace the entire system. The pt is reported as fine and the device is being returned for co's analysis.